Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. (B)(4).

Event description:
Additional information was received from the facility informint that no incident took place with the concerning phaco handpiece.

Manufacturer narrative:
The clock start date on the MDR was originally reported as (B)(6) 2015 , the correct date should have been (B)(6) 2015. Evaluation summary: no further information was able to be obtained from this customer. With no additional, related information provided, the customer's reported event was not able to be confirmed. The phaco handpiece was received for evaluation. A visual assessment of the returned handpiece did not reveal any non-conformity. The handpiece resistance value on the returned handpiece was tested. The returned handpiece passed test. The irrigation and aspiration passage fluidic flow test was performed on the returned handpiece, which passed tests. The returned handpiece was connected to a calibrated system and tuned. The returned handpiece passed tune. The returned handpiece was functionally tested at 100% phaco and torsional power for 5 minutes. The returned handpiece generated both phaco and torsional power during test. The ultrasounds and torsional stroke tests were performed on the returned handpiece, which passed tests. The phaco handpiece (hp) met specifications at the time of release. The returned handpiece was found to meet specifications. Therefore, the root cause of the reported event could not be established.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that the handpiece did not aspirate well. It is unknown when did the event occur and if there was a patient involved. Additional event details have been requested.